Event description:
It was reported by the rn that the message on the pump read "low internal battery." The rn verified that the pump was running on battery. The clinical support specialist ('css') had the rn discontinue the power cord and reconnect. The rn was asked to plug the pump into another outlet and then totally power down the console and turn it back on. There was no change and the pump continued to display "low internal battery." The css explained that the rn needed to change to another pump and this pump needed to be sent to biomed. Reference MDR #1219856-2010-00065 for the second event involving the same incident/patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.